Manufacturer narrative:
Continued from e2b: krd/hcg. Phone (B)(6). UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Since the lot number is not available, the manufacture and expiration dates are unknown. Multiple attempts to obtain the coil brand, catalog number and lot number have been unsuccessful at this time. Additional information will be submitted within 30 days of receipt.

Event description:
A reported by a healthcare profession, during occlusion of a fistula, a spectra coil partially detached without an attempt to detach, and was removed from the patient with a snare with the excelsior sl 10 straight microcatheter. The coil prematurely detached, but no entirely, and was impossible to take out of the microcatheter. They used a snare to take it out of the patient, and when they handling the coil on the table, the coil completely detached. There had been no resistance between the coil and the microcatheter. It was reported that the microcatheter had been reposition over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no coil entanglement. The microcatheter did not appear damaged, and a continuous flush had been maintained through the microcatheter. A pre-deployment electrical check had not been performed. There was no patient injury. The device was not available for analysis.

Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful, including information about product name and catalog/lot numbers. A reported by a healthcare profession, during occlusion of a fistula, a spectra coil partially detached without an attempt to detach, and was removed from the patient with a snare with the excelsior sl 10 straight microcatheter. The coil prematurely detached, but not entirely, and was impossible to take out of the microcatheter. They used a snare to take it out of the patient, and when they handling the coil on the table, the coil completely detached. There had been no resistance between the coil and the microcatheter. It was reported that the microcatheter had been reposition over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no coil entanglement. The microcatheter did not appear damaged, and a continuous flush had been maintained through the microcatheter. A pre-deployment electrical check had not been performed. There was no patient injury. The device was not available for analysis. Multiple attempts to obtain additional information were unsuccessful, including information about product name and catalog/lot numbers. The device was not returned for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. The partial detachment and withdrawal difficulty could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the concomitant non-codman microcatheter may have contributed to the event. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.